Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for visual examination. A review of the device history records has not been performed because the item number is not known. No further investigation required as this issue is known and addressed in CAPA: cp00000620 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: item# and lot# unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown metasul head; item# unknown; lot# unknown. G2: foreign - italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a right total hip arthroplasty over fifteen (15) years ago. Subsequently, the patient was revised approximately five and half (5,5) years later due to loosening of the acetabular cup. Due diligence is in progress for this complaint; to date no additional information or product has been received.